Event description:
"The rep states that the drill bit broke off inside the attachment, causing a piece of the bit to become embedded in the doctor's chin." There were adverse consequences reported for the user and medical intervention, was reported as a result of this event. "The surgeon was injured by the synthes bit becoming embedded in his chin. Bit had to be removed from the surgeon's face". Stryker instruments conducted a complaint investigation as a result of this information (stryker reference (B)(4)). However, through the event description, it was reported that the broken bur was a synthes bur, not a stryker device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).